Event description:
It was reported that this electrode and associated implantable cardioverter defibrillator were explanted for infection and sepsis. The electrode was also reportedly eroding. No additional adverse patient effects were reported.